Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient noticed that this implantable cardioverter defibrillator (ICD) was beeping. During the follow up, the next day,it was noted that this battery appeared to be prematurely depleting. Subsequently, this ICD was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient noticed that this implantable cardioverter defibrillator (ICD) was beeping. During the follow up, the next day,it was noted that this battery appeared to be prematurely depleting. Subsequently, this ICD was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.